Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the device was not atrially sensing; the device functioned normally. It was noted that both display wires and lower case battery wires were pinched. It was also noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator was not atrially sensing. The external pulse generator has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.